Event description:
Add'l info received from MFR 11-7-02: flolan 80ml/24 hours. The conclusion code 78-no device failure was chosen as the results of the independent testing indicated the device(s) did not fail in a manner that related to the reported event. The conclusion code 67-no conclusion can be chosen as the amount of info that has been forthcoming to deltec has not provided any conclusive evidence from which a conclusion can be determined. A third party was used for independent testing and conduct various tests as described in the deltec technical manual for the pumps. These included the functional, gravimetric accuracy and volumetric accuracy testing. In addition, a test protocol for measuring occlusion pressure was provided by deltec and was implemented. Co found no instances in which any pump failed a test, although several accuracy readings were beyond the nominal range of +/- 6% listed in the specifications. The high pressure alarms on all units functioned flawlessly and the audible alarm was easily heard. H6 evaluation codes: method-81, results-86, conclusions-78, 67.

Event description:
In 2002 approx 9:30, reporter received a phone call stating that the pt had expired. A paramedic from hospital placed the call. They stated the pump had failed and a second pump placed on the pt also failed. Next day reporter called the pt's family member. Family member recalled the events of that evening. Family member stated that the pump on the pt alarmed "hip". They put a 2nd and 3rd pump on the pt. All alarmed "hip". Per the family member, the emergency room physician speculated that the pressures were too high with the pt for the pumps to function. Working with deltec, independent testing of the pumps has been arranged.